Event description:
Customer received occlusion alarms in the past.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an unidentified alarm and the insulin gauge showed a red "x". The customer reloaded the cartridge and resumed insulin delivery. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot to determine the type of alarm that was received.